Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge even after attempting with a second new cartridge using correct loading steps. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic area, cleaned pump as instructed, and followed on-screen loading instructions, but error persisted, so technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode, and advised use of multiple daily injections as backup therapy until replacement was received, with return of faulty pump using prepaid label.